Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device 8015 (s/n (B)(4)), with reported error of 130.6020. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device 8015 (s/n (B)(4)), with reported error of 130.6020. Explained problematic fault to keypad related issue. Suggested to customer, to perform keypad test to identify and/or isolated compromised keypress response. Informed customer of keypad test in operate mode, as well as interfacing with system maintenance tasks. Suggested for customer to repair/ replace the front keypad assembly. Informed customer, if any further concerns and/or issues to give a call back. End call.